Manufacturer narrative:
D.4 added model as it was inadvertently omitted from the initial report that was submitted. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. E.4 added selection as it was inadvertently omitted from the initial report that was submitted. H.6 codes b13, b18, g04105 and c19 were reported incorrectly on the initial report that was submitted. New codes were added. H.10 the additional manufacturer on the initial report that was submitted should of stated that the device was not returned versus discarded. The device history review was added as it was inadvertently omitted from the initial report that was submitted. The device history review was completed and the pump passed all post sterile inspection checks.

Event description:
The complainant reported that a patient inadvertently pulled an implanted impella rp flex pump out of their body in their sleep. Manual pressure was held over the site. The decision was made to explant the device. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. According to the clinical details, the pump was accidentally pulled out during sleep. The root cause of the positioning issue was determined to be an unintentional use error, as the pump was accidentally pulled out of position while the patient was asleep.